Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, an attempt was made to deploy a vasoseal vhd kit size 3. While attempting to deploy the second collagen plug, the sheath split midway down the sheath. The sheath remained intact at the hub. The sheath and the collagen plug, which remained inside the sheath, were removed from the tissue tract. Manual pressure was held for 15 minutes and no patient complications were reported.